Event description:
The patient reported that their buttock got infected, so they had to get their implantable neurostimulator (ins) replaced. When they took out the ins from the right side, the patient stated that it seemed like they also took out a chunk from their buttock as well. It was noted that since the replacement, the infection had cleared up. It was unknown when this event occurred. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.